Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 800 artificial urinary sphincter due to unspecified reason. Additional information received stated that the patient experienced recurring incontinence. Post-procedure status of the patient was stable and he returned to his home the day after the surgery.